Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt said they used to be able to find their ins to recharge real easy but now they can't connect to recharge at all (even had a friend try to help them). Pt had tried working with a rep by going through passive recharge mode and also by resetting the controller as pt explained the controller was stuck on a page when trying to recharge (pt thought it was stuck on "try again" but was unsure). Pt said the recharger (rtm) gets hot when they recharge but their rep told them that was normal. Pss walked pt through removing the battery pack and re-insert the battery and pt confirmed the controller powered on. Pt then tried to recharge their ins. Pt kept seeing poor recharge quality on the controller. Pt saw 75 as middle number in passive recharge mode and inspected the rtm and said it looked good. Pt said their ins was close to being depleted and mentioned that when it goes down, they are in pain. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.